Manufacturer narrative:
This event has been previously reported in manufacturer's report 1628664-2019-00690 against a different suspect medical device. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the valve (pn 2-89561-03). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely elevated magnesium results on the architect c16000 analyzer. The following data was provided: sid (B)(6) initial 2.90, repeat 0.9 mmol/l. There was no impact to patient management reported.